Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to motor leaking oil and contaminating the motor home switch. Unable to confirmed e70 error alarm due to erased history file. Had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. The customer does not use the sensor feature on the device. Customer stated they are able to complete the rewind sequence . The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.